Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted. Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient had blood clots while using coaguchek xs meter serial number (B)(6). Starting on (B)(6) 2026 until (B)(6) 2026, it was alleged that the patient had 2 blood clots. The patient's doctor allegedly treated the patient with an antibiotic, ciprofloxacin. The patient's therapeutic range was reported as 2.5 - 3.5 inr. This medwatch is being submitted in an abundance of caution.